Event description:
It was reported by the rep that when the devices were used during an unknown procedure, they would not fire. It is unknown how the case was completed. There was no consequence to the pt.